Event description:
It was reported by the or coordinator, that while attaching the outflow graft and bend relief to the outflow valve conduit, the connection bled while attempting to deair. The connection was attempted to be tightened, but the threads wouldn't advance any further. The bend relief was unscrewed and attempted to re-screw several times with no avail. A new outflow graft and bend relief were pulled along with a new valve conduit. The items were preclotted and implanted without further incident. The patient remains stable and on lvad support while awaiting a heart transplant.